Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18jul2019. The technician reported during periodic maintenance was performed. As step 4 on the test item was out of accepted spec-range, in-addition the green led lamp flickered. The returned data acquisition (da) board and green led was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported a pressure accuracy test failed. There was no patient involvement.